Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On an unknown day, the customer reportedly received the following results on the aviva system within 10 minutes: 375 mg/dl and 137 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.